Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. A device history record could not be completed as no lot number was received. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle's rear end cannula broke off during use. The following information was provided by the initial reporter: "rear cannula end is broken".